Event description:
Report received of a non-delivery of IV corlopam. The pt was in the ICU and the corlopam infusion was initiated at 3:00pm in 2000 at 34ml/hr. It was reported that the pt was sent to the angiogram suite at 5:00pm for an unspecified procedure. In the angiogram suite at 5:00pm for an unspecified procedure. In the angiogram suite, the rate of the corlopam was increased to 72ml/hr. The pt was returned to the ICU at 6:30pm and at 7:30pm, the pump alarmed with an infusion complete message. It was reported that the 250ml bag of corlopam had approx 200ml remaining in the bag. Figuring the rate the pump infused at since it was started, 248ml should have been gone from the bag. Though requested, there was no further info available.